Manufacturer narrative:
Results: pendant communication cable.

Event description:
It was reported by service report that the pendant communication cable was wrapped around one of the side rails mechanism; it was so tight that when the technician tried to get it out, the fowler started to go down without any functions being engaged. No pt involvement or adverse consequences are reported.